Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that the lifevest was too heavy and caused his neck to hurt. There was no alleged device malfunction contributing to the irritation. Patient indicated that he would go to a chiropractor to be adjusted to help with the pain. Outcome of the pain is unknown.